Manufacturer narrative:
On december 2, 2022, haemonetics investigation findings of the received bowl from the cell saver® 5+ basic hi speed cs5 set confirmed blood in the inner core with a crack in the inner core base. Although there was no serious injury or patient harm, past reporting (1219343-2020-00001-01) indicates this particular malfunction on a similar device has been associated with a reported death event. The investigation of 1219343-2020-00001-01 indicated the inner core of the bowl malfunctioned via a crack but did not cause or contribute to the reported incident according to the surgeon that performed the surgery. Haemonetics decided to conservatively report inner core cracks that are confirmed by manufacturing due to the event of the past report.

Event description:
On (B)(6) 2022, haemonetics was notified of an inner core bowl leak found post operation on the bowl of the cell saver® 5+ basic hi speed cs5 set . Investigation findings confirmed an inner core crack of the bowl on (B)(6) 2022. There was no report of harm to the patient.